Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cassette leaked and could not be primed. The cassette was replaced and the procedure was completed. There was no contact with the patient and no patient impact.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed; this is the third complaint for this finish goods lot and the first report of leaking for this lot. The device history record (DHR) shows the product was released per specifications. During review of one of the three complaints for this lot, a sample was received, tested, and met specifications. The second complaint was unrelated to this reported event. While the customer reported the cassette leaked and no priming was possible for this event, we were unable to confirm leakage or priming failure through functional and performance testing. Without the cassette, we were unable to ascertain the failure mode from the available information. The root cause of the customer's complaint could not be established as a sample was not returned for product testing. There are multiple potential root causes for leakage and a would not prime event such as a supplier related issue or manufacturing related issue. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).